Event description:
It was reported that stent was under expanded, requiring additional intervention. A 3.00 x 48mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. During the procedure, after post dilation angiography showed an under expansion of the stent at the proximal part. Patient experienced pain and slow flow. Balloon was used to expand the stent. This resulted in patient discomfort and prolonged procedure. Procedure was completed successfully, and patient fully recovered.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). B5 describe event or problem: updated.

Event description:
It was reported that stent was under expanded, requiring additional intervention. A 3.00 x 48mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. During the procedure, after post dilation angiography showed an under expansion of the stent at the proximal part. Patient experienced pain and slow flow. Balloon was used to expand the stent. This resulted in patient discomfort and prolonged procedure. Procedure was completed successfully, and patient fully recovered. It was further reported that a target lesion, which was 70% stenosed, mildly tortuous, and moderately calcified, was located in the right coronary artery (rca). The lesion was pre-dilated using an emerge 3.0 x 20 mm balloon at 10 atm for 20 seconds. Post-dilation of the synergy xd stent was performed with a 3.50 mm x 20 mm non-compliant, non-bsc balloon at 12 atm for 15 seconds. To further expand the stent, non-compliant, non-bsc balloons measuring 3.0 x 20 mm at 14 atm for 10 seconds, followed by a 3.25 x 20 mm at 16 atm for 10 seconds, and another 3.25 x 20 mm at 22 atm for 10 seconds were used.

Event description:
It was reported that stent was under expanded, requiring additional intervention. A 3.00 x 48mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. During the procedure, after post dilation angiography showed an under expansion of the stent at the proximal part. Patient experienced pain and slow flow. Balloon was used to expand the stent. This resulted in patient discomfort and prolonged procedure. Procedure was completed successfully, and patient fully recovered. It was further reported that a target lesion, which was 70% stenosed, mildly tortuous, and moderately calcified, was located in the right coronary artery (rca). The lesion was pre-dilated using an emerge 3.0 x 20 mm balloon at 10 atm for 20 seconds. Post-dilation of the synergy xd stent was performed with a 3.50 mm x 20 mm non-compliant, non-bsc balloon at 12 atm for 15 seconds. To further expand the stent, non-compliant, non-bsc balloons measuring 3.0 x 20 mm at 14 atm for 10 seconds, followed by a 3.25 x 20 mm at 16 atm for 10 seconds, and another 3.25 x 20 mm at 22 atm for 10 seconds were used.

Manufacturer narrative:
Media review and analysis: procedural media was provided to bsc for review. Media review by a bsc medical safety observed following. - this case is associated with limited associated media. There is a single still jpeg image that may show minor under expansion of the proximal segment of a stent. There are angiographic movie images showing the lesion, pre-dilation, stent deployment, post-dilation and a final result. - the report mentions no-reflow which is almost certainly due to the nature of the lesion itself, with multiple post-dilations being more likely to exacerbate this. No intravascular imaging is reported or provided, and the initial under-expansion is likely due to non-recognition of some eccentric or nodular calcium. - there were no specific issues identified with the actual device. Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). B5 describe event or problem: updated.